Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure of the spine, it was observed that the battery handpiece device motor did not work. It was reported that there was a 20 minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the battery handpiece device trigger, broken torn off, handpiece not functioning due to lower trigger being broken and torn off. It was also noted that the device failed pre-test proper function of all triggers, function of all modes and response of on/off trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.